Event description:
A 6f sts plus angio-seal vascular closure device was used to seal the arteriotomy site post percutaneous procedure. Ten days later, the patient returned to the door. The patient experienced a limp when walking and the left foot was lame. An echo droppler ultrasound revealed an endoluminal lesion at the puncture site, which reportedly was a dissection of the left femoral artery. The patient underwent surgical repair of the dissection. The patient is reportedly recovering wel and no longer walks with a limp.